Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited a high shock impedance measurement of 145 ohms. A manual setup was completed with a 155 ohm measurement achieved. Device data review determined the impedance measurements have been gradually increasing over the past two years. A synchronous shock was completed in which a shock impedance measurement of 148 ohms. An x-ray is completed and a replacement procedure is expected at a future date. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited a high shock impedance measurement of 145 ohms. A manual setup was completed with a 155 ohm measurement achieved. Device data review determined the impedance measurements have been gradually increasing over the past two years. A synchronous shock was completed in which a shock impedance measurement of 148 ohms. An x-ray is completed and a replacement procedure is expected at a future date. This electrode was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited a high shock impedance measurement of 145 ohms. A manual setup was completed with a 155 ohm measurement achieved. Device data review determined the impedance measurements have been gradually increasing over the past two years. A synchronous shock was completed in which a shock impedance measurement of 148 ohms. An x-ray is completed and a replacement procedure is expected at a future date. This was then explanted and replaced. No additional adverse patient effects were reported.